Event description:
On 7/9/91 an ipp device was implanted. On 4/1/92 both cylinders were revised. On 7/22/92, 1/22/93, and 8/18/93 the left cyinder was revised. On 4/18/94 the cylinders and pump were revised. On 11/12/96 the entire device was removed from the pt due to pt dissatisfaction.